Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, a loss of pacing and episodes of noise resulting in oversensing were observed on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.